Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported during visit to dentist a crown was required due to broken tooth. An update has been received with a letter of recommendation that states the patient was seen for a core and crown on #14 due to having a large failing amalgam restoration and mb cusp fracture. The amount of tooth structure that was compromised required a core build up and crown to restore.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.